Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she does not believe the pump has been functioning properly for about a month; states that the auto off alarm is being emitted even though it is set at 10 hours and she is not allowing 10 hours to go between touching the pump buttons. Customer support (cs) reviewed pump with patient. All settings are correct including date/time. Suspend history is unremarkable. Basal, bolus and tdd history are correct with no errors. Cs reviewed prime history and it correlated with auto off alarms, accept that on (B)(6) she had an auto off at 4:12pm and there was no prime till (B)(6) at 7:53 am. Again on (B)(6) there was no prime history, but she had an auto off alarm at 7am. She went to the hospital on (B)(6) around 9am, with a high bg of 459 mg/dl and severe symptoms including vomiting. She was admitted with diabetic ketoacidosis (dka) to ICU, on an insulin drip from (B)(6) 20/13 and was transferred to a general unit on (B)(6) 2013, discharged on (B)(6) 2013. While hospitalized she was prescribed augmentin for a urinary tract infection. She had been removed from the pump on (B)(6) 2013 by the hospital. Hospital advised her on discharge that she should get back on her pump as they were unable to control her sugar levels. She did see her endocrinologist on (B)(6) 2013. He put her on insulin injections until l she could get any problems related to the pump worked out. He would like her to return to the pump, and she is schedule to visit him again in a month. Her medical history includes mrsa, neck and back surgery. Medications include cymbalta, neurotin, doxycyclin, augmentin, oxycodone, baclofen, buspar. She indicated that her doctor had told her on 9/24/13 that her sugars were not well controlled. She stated that she is a brittle diabetic. Patient then needed to end call as she had to go to an appointment. Cs explained auto off function to her and requested that she call back to complete troubleshooting. This complaint is being reported as the patient experienced diabetic ketoacidosis and it is not clear if the patient was always addressing the auto-off alarm correctly, or if the pump was malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.